Event description:
It was reported that the customer's insulin pump was reset to factory settings, the customer received multiple alarms, and she could not find the bolus wizard option in her bolus menu. The customer's blood glucose was 214 mg/dl. It was stated that the insulin pump was stored without a battery for two days. It was advised the alarms could be caused by the insulin pump being without power for an extended period of time. A self-test performed and was passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).